Event description:
Prodisc pt assistant line reported: pt was implanted with prodisc-l at l5-s1 on an unk date in (B)(6). On an unk date the pt's 6 week f/u, surgeon confirmed pt fractured the adjacent level at l4-5. Unk if surgeon plans on revising pt. No further info is available at this time. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information. Based on the limited information regarding the location or nature of the fracture at the adjacent level at l4-l5 to the prodisc-l at l5-s1, it is difficult to determine the contributing failure modes in this case. Potential failure modes relating to anterior column fractures may include aggressive chiseling and selection of a too small an endplate relative to the anatomy. Potential failure modes relating posterior column fractures may include placement of the implant too far to the anterior. Improper patient selection (bone quality), non-compliant patients during recovery, and trauma are potential causes of vertebral fractures in general. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.